Manufacturer narrative:
This device has not been returned at time this. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had fallen backwards with his friend landing on top of him. The patient's device began sensing electrode noise in all vectors. The integrity of the electrode was questioned, however there were no viewable damage with imaging. Subsequently, the electrode and device were explanted due to the electrode noise. No additional adverse events were reported.